Event description:
It was reported that the patient's left ventricular (lv) lead had high thresholds in the proximal part of the coronary sinus vein. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1488t lead implanted: (B)(6) 2003. (B)(4).